Event description:
Related manufacturer reference number: 2017865-2022-01186. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high capture thresholds. Upon an x-ray, it was observed that the rv and ra leads had become dislodged due to twiddlers syndrome. The rv and ra leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.